Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Visual inspection identified the anchor and sutures of the 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire® had not returned, or picture was provided for investigation. Functional testing was not performed due to the damage to the device. The method of the quality of the bone encountered was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the suture fell off and the anchor broke. This was detected during a rotator cuff repair procedure on (B)(6) 2024. Ar-1927ptb-45 was used to prepare bone socket. The suture fell off and the anchor broke during insertion. All fragments were retrieved from the patient. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-1927bcf-45 instead.